Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the blade into a test monitor and powered it on. The led's were functioning but no image appeared and the no signal message appeared on the screen. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton's lights would appear when plugged into the monitor but the "video 1, no signal" error message was displayed. The customer tried the baton with another unit and the problem still existed. A delay in the procedure of unknown duration occurred but no use of a back-up device was reported. No harm to patient or user was reported.